Manufacturer narrative:
Unused/unopened devices from the same lot were returned, however, the actual device used in the procedure was reportedly discarded at the hospital. Since the device was discarded, it was not possible to perform a physical analysis of the break site. 100% of devices undergo visual inspection and a tactile inspection. Samples are taken from each lot and tested for knotted tensile strength. Each device undergoes a 100% in process tensile. If the requirements of these inspections were not met the product would have been rejected.

Manufacturer narrative:
Patient information was requested, but not provided. The instructions for use for gore-tex® suture provides the following precautions among others, "care should be taken to avoid using a jerking motion which could break the suture."

Event description:
The following was reported to gore: during a fem. Tea with bovine patch (a. Femoralis), the gore-tex® suture tore from the needle after two stitches were completed. The procedure was reportedly finished with a suture from a different lot. It was stated the patient tolerated the procedure.